Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a health care professional regarding an unknown patient who was receiving an baclofen via an implantable pump. It was believed that the intrathecal business (itb) patient had a disconnected catheter and they were looking for a repair kit. There were no symptoms mentioned.